Event description:
The reporter stated the surgeon inserted an aa4203tl silicone toric plate lens but the lens became stuck in the cartridge while advancing and the trailing haptic tore off. The lens was removed with no pt injury, no enlarged incision or sutures.